Event description:
The customer reported being hospitalized due to high blood glucose of 1212mg/dl, and she was treated with an insulin drip. The caller stated that her glucose was high in the morning and she did bolus. By the time she went to work, she experienced excessive thirst and mouth dry. Then she read "high" in the blood glucose meter. The customer bolused 15.0 units and adjust her basal, but her glucose continued going up. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery and low reservoir alarms. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. The caller mentioned rotating the sites on the stomach and inserting manually. The customer stated that she took off the infusion set and the cannula was bent. Instructed the caller to change the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.